Event description:
Complainant alleged that the medics were attempting to monitor a patient who was in cardiac arest, but the device displayed a "poor pad contact" message. The medics applied fresh electrode to the patient, but the device continued to display the same message. They then switched to another m series, but this unit also displayed a "poor pad contact" message. Another crew then arrived with a third device, with which they were able to successfully monitor the patient. The complainant indicated that there was no adverse effect on the patient as result of the reported malfunction. The complainant indicated that both sets of electrodes used in the event were inadvertently discarded subsequent to the incident. In addition, the electrode packaging containing the lot number and part number of the used pads was also discarded.